Event description:
The resident was transferred with a floor lift and a clip sling. While the resident was being raised off of the bed, both leg fabric straps affixing the sling clips to the fabric tore, causing both leg attachments to detach from the floor lift's hanger bar. The resident was not off of the bed yet so just her leg fell back down to the mattress. No injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh (B)(4). A complete investigation was performed by the manufacturer, including a review of the trend of similar problems and review of the sequence of event. When looking at adverse events containing similar description (sling clip failure of non arjohuntleigh sling when used with arjohuntleigh lift), there is a trend of less than one similar event in average by year, so the occurrence rate appears to be very low when compared to the number of transfer daily performed with clip sling on the worldwide market. Since the event is related to the breakage of another manufacturer component, and the floor lift was declared to be working as per specifications, no history review or product return was deemed necessary. An on-site inspection was performed by an arjohuntleigh representative. The sling involved in this event was manufactured by (B)(4). Beside both sling leg straps broken, the label of the sling was not legible, both leg clips were torn off, and the two others appeared worn. The general fabric was in good condition. Since the design and manufacture of the sling was performed by another manufacturer, not affiliated with arjohuntleigh, the manufacturer of the floor lift has no information which supports the design, manufacturing or history for the sling. The cause of the breakage cannot be assessed by the floor lift manufacturer, since the specifications of the sling, clips and straps, such as the tensile strength of the straps, are unknown. However, the labeling of the floor lift clearly warns against using slings that were not manufactured by arjohuntleigh. Specifically, the maxi move instruction for use (001.25060.en rev 6) clearly warns in page 8: "caution: use only arjohuntleigh slings and stretchers which have been specifically designed for the maxi move." Since the labeling warns against using slings from other manufacturers, the cause of this event is attributed to a user error, most likely related to a lack of training, even negligence. It is recommended to retrain the customer about contain of the maxi move instructions for use, especially about recommendations mentioned above. A request was sent to inform the manufacturer of the sling involved about the event.